Manufacturer narrative:
The device was received for evaluation. During functional testing, the originally reported ¿high test measurement, high volume¿ was not confirmed. Additional information provided by the customer indicated that the issue was a failed pressure test, however the pump is no longer in the as received condition for proper evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device passed all testing required of the service process, including downstream occlusion testing, prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a high test measurement in the biomedical service department. The pressure readings were 21.97, 21.72, and 21.22. There were no abnormalities observed in the tubing/IV line. There was not patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.